Event description:
Reporter alleged customer obtained discrepant blood glucose values of 423 mg back to back with a result of 177 mg/dl when testing was performed 1 minute apart on the advantage system. Reporter stated customer self treated with glucose tablets however no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.